Event description:
Hydro-surg plus laparoscopic irrigator, end suction piece broke off during case. This is the second of these to happen in two weeks. Ref 0026870, lot judy0277. FDA safety report ID # (B)(4).